Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer&#38112;representative (rep) reported the consumer passed away.

Manufacturer narrative:
Additional infections involving different patients were reported. Please reference the following MFR. Reports. #3004209178-2016-15484, #3004209178-2016-04837, #3004209178-2016-04844, #6000153-2016-00108, #3004209178-2015-15600, #3004209178-2015-16632.

Event description:
A manufacturer representative (rep) reported that there was a post operation cranial infection on both leads on (B)(6) 2016. The patient was admitted to the ER and had a stroke due to the infection. Both leads were removed and the patient is still in the hospital recovering, but was also in the ICU. Additional information received from the manufacturer representative (rep) reported that there have been a string of infections related to the healthcare provider (hcp) account. The account isn't sure if it is the leads causing the infections, and the surgeon has put a stop order on all dbs leads until a root cause can be determined. However, it was further stated that it is not believed that the leads are the issue. Indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.